Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that a consumer experienced corneal ulcer in both eyes. The current status of the consumer's eye is not known at the time of this report. Additional information has been requested but not yet received.